Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however it was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damage at implant; the analyst noted that the lead was returned with fully extended and stretched helix; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant the helix of the lead "was extended and caught on something in the heart". Upon lead extraction, the helix was stretched and unusable. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.